Event description:
This device was explanted some time in 2010. The associated representative was not present at the device extraction and has no additional information. The following physician's office will not return phone calls. The date and reason of extraction are unknown. Should additional information become available, this event will be updated.